Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. No issues were found that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined. The download data showed an 0x1c alarm generated, indicating that pod has reached expiration time (ran for 80 hours). Generation of the hazard alarm stopped the delivery of insulin. The pod ran for 1712 pulses before getting deactivated. The bottom housing of the pod was damaged with a green thumb tack pierced through the middle battery. Corrosion was observed on the pcb and the middle battery and the source of this corrosion is the damaged middle battery. Bottom and middle batteries were found to be depleted. So, pod data was downloaded by powering the pcb using external power supply.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient activated a pod the needle deployed early. The pod was not worn.